Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (daughter of customer) reported a low reading issue with the freestyle libre sensor. The caller reported unspecified low scan reading when customer experienced light-headedness, dizziness, and seizure. The customer was taken to a hospital for treatment. The caller did not have treatment or diagnosis information as caller did not accompany customer. Therefore, it cannot determined if customer's medical event was consistent with sensor reading. There was no report of death or permanent injury associated with this event.